Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose drive support disk. The functional testing could not be completed due to the alarm. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube lip and a broken belt clip slot.

Event description:
The customer reported via telephone call that the insulin pump alarmed during the prime. The customer was unsure of the blood glucose reading. The insulin pump had not been dropped or bumped prior to the alarm. The drive support cap was sticking out but the customer had not pressed on the cap while connected. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.